Event description:
The user has no hearing benefit with the device. The user exhibits an absence of neural response and has not experienced auditory benefit since activation. Further proceedings are currently unknown.

Manufacturer narrative:
Additional information: according to the information received, the device is not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. No information on possible further steps has been received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no hearing benefit with the device. The user exhibits an absence of neural response and has not experienced auditory benefit since activation. CT imaging shows extra-cochlear channels.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. This is a final report.

Event description:
The user has no hearing benefit with the device. The user exhibits an absence of neural response and has not experienced auditory benefit since activation. CT imaging shows extra-cochlear channels. The user was reimplanted.